Event description:
It is reported that the device was implanted in 2009 and revised eight months later due to the articular surface disassociating from the tibial baseplate.

Manufacturer narrative:
This report will be amended when our investigation is complete.